Event description:
Canada complaint coordinator (cc) reported a home patient (hp) was diagnosed with peritonitis while using the homechoice cycler for apd therapy. Cc relates that the hp was hospitalized for peritonitis for seven and a half weeks and was treated with antibiotic therapy. While hospitalized, the hp continued to use the homechoice cycler for apd therapy but upon release from the hospital the hp requested a replacement device. Cc relates that the hp does not attribute the peritonitis episode to the homechoice cycler or baxter products.